Manufacturer narrative:
(B)(4). Examination of the returned device was not able to confirm product issue. Dimensional inspection of the returned femoral stem finds it meets specifications as called out by (B)(4). It should be noted, part/lot/product for the referenced broach was not provided. A search of the complaints databases finds no other reports against the provided product/lot code combination since its release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. Product problem has not been identified. Based on the inability to determine root cause, the need for corrective action has been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Implant sat proud 6mm when implanting.